Event description:
It was reported that implantable cardioverter defibrillator (ICD) was unable to be interrogated. Several attempts were made with different techniques. No tones were heard when expected. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was unable to be interrogated. Several attempts were made with different techniques. No tones were heard when expected. The device is believed to be not functional. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced due to premature battery depletion (pbd).